Manufacturer narrative:
Technician found the bed in the bed shop. Found that the casters would not hold. Replaced the brake and brake/steer casters to resolve this issue.

Event description:
Complaint rec'd alleged that the casters would not hold.